Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (59 mg/dl) at night. Juice and glucose tabs were used to address the low bg level. The customer indicated that the healthcare provider changed the basal settings and this was the cause of the low bg level. The customer had since change the basal setting and was to discuss the change with the healthcare provider.